Event description:
As reported by the user facility: brief inquiry description multiple air in line alarms. Detailed inquiry description. Ails. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample was provided for evaluation. The sample was visually evaluated and no defect was observed. The sample was attached to observe if it would fit into the pump and the tubing did not need to be stretched and there was no evidence of interference between the tubing couplers and the pump housing. To replicate the reported defect of the air-in-line alarm on the pump, the sample was attached to the pump and then tested by running therapy while staggering the rate of flow throughout the therapy. No alarms occurred during the testing of the returned sample. The sample was leak tested with no leakages observed. A measurement of the outer diameter of the pump segment tubing was taken and found to meet the specification. Based on the data from the investigation, the reported defect was unable to be confirmed. A possible root cause could not be determined. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.